Manufacturer narrative:
Follow-up #1: date of submission 12/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings: during investigation, a visual inspection of the pump revealed moisture in the display lens. A leak test was performed and a battery compartment leak was found. No moisture was found in the battery compartment. The pump case was removed and moisture was found on the pcb and internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.